Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Patient was asymptomatic. The gain was insufficient to measure the t-waves. Programming changes will be considered if the oversensing is again observed. The patient will continue to be monitored.